Event description:
Customer alleges discrepant results with meter: date: "weeks ago, inratio: 3.6, unk: 1.5, unk: 1.6, unk: 1.7. Pt's target therapeutic range is 2.0-3.0. Pt self tester states that his inr has been consistently in the mid ones over the past few weeks except for one result of 3.6 "a few weeks ago."

Manufacturer narrative:
Per description, time of testing between inratio results is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer recently began taking nitro. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting stopping or changing the dose can affect the inr value." Inratio precision date provided by end-user lot: date: unk, 1st inr = 1.5, 2nd inr = 1.6, 3rd inr: 1.7, 4th inr = 3.6, mean: 2.1, sd = 1.00, %cv = 47.78, since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Recent test conducted on lot 248203 on 07/07/2011 met both precision and accuracy criteria. Test results are as follows: donor 66 = 2.1, 2.3, 2.1 inr; donor 67 = 3.4, 3.7, 3.5, inr. In-house test results have 5.33% and 4.32%, respectively for each donor and are less than 15% cv. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 66. Analysis of the client's data from repeated inratio tests revealed that test results comparison did not meet precision criteria. Pt's medication may not be ruled out. Root cause could not be determined with the info customer provided. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). Action threshold (B)(4) has been reached. From 08/19/2010 to 07/19/2011, there have been therapeutic and 13 therapeutic donor sample tests with 88 strips performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.